Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative on 2017-sep-13 regarding a patient receiving unknown baclofen (2000 mcg/ml at 512.5 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and other spasticity. It was reported that after a pump implant on (B)(6) 2017, the physician felt that baclofen often was not helping the patient and brought the patient to the operating room to see if the catheter was disconnected from the pump. It was noted that the catheter was not disconnected, so the physician disconnected the catheter and measured the baclofen coming out of the pump. The physician reportedly felt that something was wrong with the pump, and the pump was replaced on (B)(6) 2017. It was unknown what additional troubleshooting or diagnostics were performed, and there were no reported environmental, external, or patient factors that were thought to have led or contributed to the issue. It was unknown if the issue was resolved at the time of report, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-15. It was clarified that the physician figured that if the concentration was 2000 mcg/ ml and the patient was getting a quarter of a cc, a certain amount of baclofen should be in the cup. He watched the baclofen out of the pump and felt that it was not correct.

Manufacturer narrative:
Logs showed the pump was delivering baclofen 2000.0 mcg/ml at 512.9 mcg/day. The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.